Event description:
It was reported the hi-lo actuator housing had broken away from the mount. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the hi-lo actuator housing had broken away from the mount, potentially allowing for an unexpected lowering of the lift. The unit was returned to stryker medical and based on the evaluation of the unit it was found that though the actuator was broken from the mount, the actuator would have rested on the retaining bracket after the initial break and the lift mechanism would have ceased to raise the lift. As such, an unexpected lowering could not have occurred, as the lift would not be able to be raised. The issue of a stuck lift is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable. The customer was provided with a replacement unit.

Event description:
It was reported the hi-lo actuator housing had broken away from the mount. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the hi-lo actuator housing had broken away from the mount. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.